Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was not holding the clips. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a loose grip cable at the grip hub and failed the intuitive imprecise motion test. A clip test was also performed and the instrument failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.